Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips there is "no display". There was no patient involvement.

Manufacturer narrative:
Note that fco includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.